Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: pelvic/ abdominal"), abdominal pain ("pain: pelvic/ abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), headache ("other injuries/symptoms: headaches") and fatigue ("other injuries/symptoms: fatigue"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the device breakage, device dislocation, fallopian tube perforation, dyspareunia, pelvic pain, abdominal pain, menorrhagia, headache and fatigue outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: pelvic/ abdominal"), abdominal pain ("pain: pelvic/ abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), headache ("other injuries/symptoms: headaches") and fatigue ("other injuries/symptoms: fatigue"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the device breakage, device dislocation, fallopian tube perforation, dyspareunia, pelvic pain, abdominal pain, menorrhagia, headache and fatigue outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- case becomes incident. Event injury was replaced with new events- pain: dyspareunia (painful sexual intercourse), pelvic/ abdominal, bleeding: menorrhagia (heavy menstrual bleeding), headaches, fatigue, breakage, migration and perforation: fallopian tubes were added. Implant date was updated. Patient¿s date of birth was added. Reporter¿s address was updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.